Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator contacted technical support for assistance with the arterial pressure pod. Troubleshooting revealed that the pt was inadvertently connected for treatment prior to completion of priming the cartridge. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback of the pt's blood. The user's guide instructs the operator to perform rinseback if the alarms cannot be resolved in a timely manner. The reported event is attributed to user error as the operator inadvertently connected the pt for treatment prior to the completion of prime. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding priming of circuit prior to connecting for treatment. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.